Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The pt reports going to the hospital emergency room for an outpatient treatment prior to event date and discharged same day. His blood glucose prior to admission was 397 mg/dl and upon admission was 387 mg/dl. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.